Event description:
It is reported that the poly would not lock into tibial tray.

Manufacturer narrative:
Evaluation summary: indentations were observed under the dovetail, indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Dimensions taken of the returned device were within specification. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.